Event description:
Cosmetic product resulting in unsightly varicose vein above lip. Immediately following injection of juvederm on my way back to work I noticed a vein on my face, followed the next day by a bruise along the nasolabial fold that lasted a week. Although it was reported at f/u I expected that it would go away with time. After months, I was told that it probably would not go away. Now it seems to be enlarging and it is every unsightly. It is beyond comprehension that there is no warning for this type of event relative to possible venous insufficiency. I was told that this was a very good procedure for persons with this skin (I had asked). I do not know if the substance created too much pressure on the venous system, but I am left with a mutated facial character. Of course, I will not be using the product again.